Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. Mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
In (B)(6) 2020, the user began to experience static and distortion with device use. She was seen for programming in (B)(6) and programming changes seemed to resolve her issues. However, approximately 3 weeks later, she again noted static and poor sound quality with the device and additional programming was attempted. Due to the significant reduction in speech discrimination and fluctuations in performance the user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In late (B)(6) of this year,the user began to experience static and distortion with device use. She was seen for programming in (B)(6), and programming changes seemed to resolve her issues. Approximately 3 weeks later, she again noted static and poor sound quality with the device and was seen for additional programming, which did not improve her percept. Around this time, she began to experience headaches and had an episode of vertigo without device use. Due to the significant reduction in speech discrimination and fluctuations in performance the possibility of re-implantation was discussed with the family.